Event description:
Three weeks later an overdischarge was confirmed. Last actual charge was in (B)(6) 2014. The patient was not correctly charging or losing connection while charging. The patient experienced loss of therapy. Troubleshooting included meeting with the patient to confirm discharge and attempting telemetry. Physician trickle charge was performed times four. The patient was able to charge unit. The power on reset (por) was cleared and normal stimulation returned. The patient was now receiving normal therapy.

Event description:
It was reported that about 7 days prior to report stimulation just stopped. The patient could not get it to take a charge. The patient stated that her legs had really been bothering her starting around thursday. The patient was worried she would need a new implantable neurostimulator (ins). The patient experienced a loss of therapeutic effect. The patient also reported that she had 5 back surgeries between 2005-2012. The patient plugged in the implantable neurostimulator recharger (insr) and the green light was on for the desktop charger. The patient pushed the green button and was seeing the reposition antenna screen. The patient hit sync with the patient programmer and reported seeing a poor communication screen. Telemetry issues were reported. The patent reported that the implant had been working and never had to use the patient programmer. Stimulation stopped as of last wednesday night. There was no interrogation possible with the clinician programmer, recharger, and patient programmer. The clinician programmer interrogated the recharger and it stated that the last programming session was in february. They did 4 physician mode recharges on the day of report with no luck or success. However they saw the normal recharge screen once but it was with 0 coupling bars. The patient never got recharging screen again or communication. An overdischarge was suspected. The patient attempted to recharge her device last wednesday night and had seen full coupling bars but then everything shuts off. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger. (B)(4).